Event description:
It was reported that customer received new insulin pump and has experienced low blood glucose. Customer's blood glucose was 37 mg/dl. Caller reports that customer would be restarting on the sensor. Caller declined assistance from helpline. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.